Event description:
It was reported that (1) device was about to be used during an unknown procedure. It was reported by the affiliate that the surgeon tested the tim20 by dry firing the device. Noting that the device was stiff to fire, the surgeon used another tim20 instrument to complete the case. There was no consequence to the patient.